Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that there was no alarm tone for bed-to-bed overview. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
There was no product malfunction; this is considered a user issue. The system was never configured for bed-to-bed overview alarming. No further investigation or action is warranted at this time.

Event description:
It was reported that there was no alarm tone for bed-to-bed overview. The device was in use on a patient. There was no report of patient or user harm.